Event description:
It was reported when using the bd pyxis anesthesia es system was showing offline, which hindered users from accessing the required medication for a patient. The malfunction resulted in a delay in patient care, as the drawer could not be accessed during the incident. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had connected to the wrong wireless fidelity after a network outage. A field service engineer assisted the site information technology manager with switching it back to the correct wireless fidelity connection to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.